Event description:
Patient was revised to address trunnion fracture.

Manufacturer narrative:
This complaint is still under investigation, depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - e-mail received from (B)(6) 2010. I was informed by mr (B)(6) that he has had two c-stems fracture in the neck region. They were both size 3 and were used in conjunction with an asr xl head and cup. Could you log this in the system and write to mr (B)(6) requesting further information updated information received from (B)(4) received (B)(6) 2010: please find attached x2 complaints which have come in from (B)(6). I believe that both components are available for analysis. Please let me know how this will proceed and if you need anything more from me. Approximately 3 years after implantation, patient presented with pain surrounding the hip joint. 3/4 following the onset of pain, the c-stem prosthesis failed in the neck taper region, just beyond the distal aspect of the 9/10 taper sleeve adapter of the asr xl head, i.e. 1-2mm within the sleeve. The implants were retrieved and the thr construct revised. (B)(6) 2007, was listed for resurfacing/conventional metal on metal total hip replacement using the cstem and asr acetabular component; during surgery found to be more suitable for total hip replacement. Routine procedure; had some bleeding postoperatively , but recovered well and had well functioning hip replacement. (B)(6) 2010, both comments were revised; the revision was for trunnion fracture; revised using a short exeter stem and a trabecular metal acetabular cup; 36 mm ceramic head on highly crosslinked poly liner was used. Please also link to (B)(4). (B)(6) 2013 - letter received from (B)(6)'s regarding this case, but no new details to report. (B)(6). Cd of correspondence received from (B)(6)'s (B)(6) 2013 - attached to the com passed through to investigation left hip. Surgeon confirmation form and claimsuite received (B)(6) 2014. Additional surgeon added. New fields completed.